Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information literature: impact of prolapse width on outcomes of transcatheter edge-to-edge repair in degenerative mitral regurgitation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "impact of prolapse width on outcomes of transcatheter edge-to-edge repair in degenerative mitral regurgitation", was reviewed. This research article is a retrospective multicenter experience to evaluate the range of leaflet lesions treatable with one clip during transcatheter edge-to-edge repair (teer) in degenerative mitral regurgitation (dmr) patients. The devices included in this study were mitraclip xtr and mitraclip ntr. The article concluded that prolapse width is a key independent predictor of outcomes after the first clip implantation in teer procedure. The incidence of postoperative severe adverse events is higher in patients with a prolapse width exceeding 14mm, regardless of the number of clips implanted. [The primary and corresponding author was chuangshi wang, fuwai hospital, chinese academy of medical sciences, beijing, china, with corresponding email: wangchuangshi@fuwai.com.]. This study included patients with dmr undergoing teer from 01 january 2021 to 31 december 2024. A total of 106 patients were included in the study, all of which received an abbott device. The average age was 69.19 years. The majority gender was male. Comorbidities included heart failure, hypertension, diabetes, coronary artery disease, atrial fibrillation, degenerative mitral regurgitation, tricuspid regurgitation, and prior stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including heart failure, hypertension, diabetes, coronary artery disease, atrial fibrillation, degenerative mitral regurgitation, tricuspid regurgitation, and prior stroke. Complications reported included death, cerebrovascular accident, heart failure, mitral stenosis, intracranial hemorrhage, pulmonary embolism, mitral valve insufficiency/ regurgitation, renal failure, transient ischemic attack, arrhythmia, surgical intervention, hospitalization or prolonged hospitalization, incomplete coaptation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under separate medwatch reports. Literature attachment: article titled "impact of prolapse width on outcomes of transcatheter edge-to-edge repair in degenerative mitral regurgitation¿.

Event description:
The article, "impact of prolapse width on outcomes of transcatheter edge-to-edge repair in degenerative mitral regurgitation", was reviewed. This research article is a retrospective multicenter experience to evaluate the range of leaflet lesions treatable with one clip during transcatheter edge-to-edge repair (teer) in degenerative mitral regurgitation (dmr) patients. The devices included in this study were mitraclip xtr and mitraclip ntr. The article concluded that prolapse width is a key independent predictor of outcomes after the first clip implantation in teer procedure. The incidence of postoperative severe adverse events is higher in patients with a prolapse width exceeding 14mm, regardless of the number of clips implanted. [The primary and corresponding author was chuangshi wang, fuwai hospital, chinese academy of medical sciences, beijing, china, with corresponding email: wangchuangshi@fuwai.com.] This study included patients with dmr undergoing teer from 01 january 2021 to 31 december 2024. A total of 106 patients were included in the study, all of which received an abbott device. The average age was 69.19 years. The majority gender was male. Comorbidities included heart failure, hypertension, diabetes, coronary artery disease, atrial fibrillation, degenerative mitral regurgitation, tricuspid regurgitation, and prior stroke.